Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have received a sensor error during initialization. Customer's blood glucose was 41 mg/dl and was treated with candy. Customer was advised to monitor insulin pump and to call back should issue persist.